Manufacturer narrative:
Qn#(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The training officer and operations officer both had the same thing happen during two different cardiac arrest events. Both paramedics used the proximal tibia to insert a 25mm and experienced complete driver failure. A back up driver was used. There was no delay in therapy. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4). Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pressed, the driver was operable and a solid green led light was displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs. /ft3) and hard (105 lbs. /ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: (B)(4)) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(4)). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Other remarks: another attempted insertion was then performed on the hard profile sawbone. The test was started with minimal downward force and then increased in an attempt to get the driver completely stall. The device could not be stalled with up to 20 lbs. Of downward force before completing the insertion. Another attempt was then made by forcing the driver down on the weighted scale without a needle. The driver would not stall with approximately 15 lbs. Of downward force applied for 20 seconds. The complaint cannot be confirmed. A section of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol". The complaint, "paramedics used the proximal tibia and experience the drivers fail completely and just stop", could not be confirmed. No corrective/preventative actions assigned. No further action required. Teleflex will continue to monitor and trend related events.

Event description:
The training officer and operations officer both had the same thing happen during two different cardiac arrest events. Both paramedics used the proximal tibia to insert a 25mm and experienced complete driver failure. A back up driver was used. There was no delay in therapy. The patient's current condition is unknown at this time.